Event description:
¿The rescue screw is backing out of the plate. Original dos: (B)(6) 2012, revision case on (B)(6) 2012, second revision (B)(6) 2012 removed rescue screw listed. This screw (B)(4) was then removed and discarded as the hole was too big.¿